Event description:
It was reported that the patient had back pain. There was a loss of paresthesia during the 2 days prior to the date of this report. Etiology was not related to the device or therapy; not related to the procedure; other which was a fall of a camper van roof. Diagnostics included physical/neurological exam with normal results and device interrogation with normal results. Interventions included a medical adjustment of medication dosage and route of administration; durogesic 75, lyrica 150 and zolpidem 10. The outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).